Manufacturer narrative:
The reported complaint was not verifiable. The manufacturer's subsidiary requested a replacement ultrasonic air sensor (uas). This complaint was generated as a result. The manufacturer's subsidiary stated that customer decided not to proceed with the complaint. There was no information able to be obtained regarding this scenario. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The subsidiary site is still waiting for the information to submit to the manufacturer.

Event description:
It was reported that there was an issue with the ultrasonic air sensor (uas). No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the ccp, the ultrasonic air sensor (uas) was not damaged, customer requires to continue performing surgeries, it is a required product. The user facility has ordered a replacement device.

Event description:
There was no delay nor adverse consequences to the patient.